Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at approximately 7:00am. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took exercise on the morning and afternoon of (B)(6) 2015 in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" within 30 minutes after the alleged product issue; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with a walk-through retest, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.